Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. Based on the information reviewed, a conclusive cause for thrombosis could not be determined in this complaint. The reported patient effect of thrombosis is listed in the mitraclip g4 system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus was noted during use of the mitraclip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and before grasping and going into the ventricle, it seemed the clip had a clot on the gripper arms. The physician decided to close the unimplanted clip and the cds was removed. Outside the patient anatomy, a little clot was noted to be on the clip. A new cds was advanced to the mitral valve and the clip was implanted, reducing mr to less than 1. No additional information was provided.